Event description:
The pt stated that her infusion device occluded (e4) during a bolus. She stated that she drank 2 cups of coffee with sugar this morning and her blood glucose level elevated to 493 mg/dl due to not being able to bolus. She stated that she is a "brittle diabetic" and does not have a normal blood glucose range. No symptoms of elevated blood glucose were reported. The pt was instructed to disconnect from her infusion site and she was able to complete a prime and a bolus without error. The pt was then instructed to reconnect to her infusion site and she was able to complete a 16 unit bolus without error. The pt called back later the same day and stated that she received another occlusion while trying to bolus 4 units of insulin. The pt was again instructed to disconnect from her infusion site and she was able to perform a bolus without error. The pt's infusion site had been in place for 3 days and she was advised to change the infusion site. Further attempts to contact the pt for follow up were unsuccessful. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.